Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the right ventricular (rv) lead exhibited failure to capture and r-wave amplitude variation. Chest x-ray was performed and further confirmed rv lead dislodgement. The rv lead was explanted and replaced. Patient condition was stable throughout.

Manufacturer narrative:
The reported events of failure to capture and r-wave amplitude variation were not confirmed. A full lead was returned in one piece for analysis. Specification measurement, electrical testing, x-ray examination and visual inspection were normal with no anomalies found.